Event description:
The advocate stated the customer tested her glucose using her contour meter and a tru track meter. The contour read 280 mg/dl, while the other meter read 130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Further troubleshooting showed the system to be operating as designed. The test strips will not be returned. The meter was replaced with a new contour meter at the advocate's insistence.